Manufacturer narrative:
Section a2: age/date of birth: age range between 28¿85, mean age was 67.6 years (sd: 7.04); for grouped with johnson & johnson implant (zxr00). Section a3: sex/gender: 55.9 % female; for grouped with johnson & johnson implant (zxr00). Section b3: date of event: jun 21, 2024 (date article published.) Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted; give date: not applicable, as the intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Link to article is being provided in lieu of an attached copy as johnson and johnson vision does not have copyright permissions to download an open-access, non-commercial article. Https://pmc.ncbi.nlm.nih.gov/articles/pmc11267142. Sharlin pk, patel s, c kuritza v, pompey n, gomez kd, vakharia mr. Clinical and visual outcomes of four presbyopia correcting intraocular lenses. J ophthalmic vis res. 2024 jun 21;19(2):152-160. Doi: 10.18502/jovr.v19i2.11034. An attempt to obtain additional information was conducted, however, no additional information has been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: clinical and visual outcomes of four presbyopia correcting intraocular lenses. A retrospective study was done to compare objective and subjective outcomes of the multifocal intraocular lenses (iols) restor sn6ad1 and tecnis zkb00, extended depth of focus iol symfony zxr00, and trifocal iol panoptix tfnt00. A total of 524 eyes of 262 patients underwent phacoemulsification with iol implantation of either acrysof iq restor sn6ad1 (n=128 eyes of 64 patients) (alcon laboratories, inc.), tecnis multifocal zkb00 (n=124 eyes of 62 patients) (abbott medical optics inc.), symfony zxr00 (n=136 eyes of 68 patients) (abbott medical optics inc.), or the panoptix tfnt00 (n= 136 eyes of 68 patients) (alcon laboratories, inc.) At 3-months post-op, 36 patients in the tecnis zkb00 group and 35 patients in the symfony zxr00 group reported experiencing halos or glare. Additionally, spectacle use was reported in 38 eyes within the zkb00 group and 45 eyes within the zxr00 group. There are no indications in the article of any interventions provided. Additional information was received from the physician reporting that the only postoperative intervention required for some patients was yttrium aluminum garnet (yag) laser capsulotomy, which is very common after cataract surgery. No further information was provided. This report is for the reported events that occurred with the zxr00 iols. A separate report is being submitted to capture the reported events with the zkb00 iols.